Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and genital haemorrhage ('abnormal bleeding (general)/ bleeding') in an adult female patient who had essure (batch no. A46117-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures, depression and anxiety. Concurrent conditions included dizziness, anemia, hypothyroidism and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding(vaginal,menorrhagia): menorrhagia"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and myalgia ("muscle ache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, menorrhagia and headache outcome was unknown and the genital haemorrhage, migraine, fatigue and myalgia had resolved. The reporter considered back pain, fatigue, genital haemorrhage, headache, menorrhagia, migraine and myalgia to be related to essure. The reporter commented: the essure device was inserted in the right tube and 1 coils were visualized after placement. The essure device was then placed in the left tube and 1 coils were visualized following placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: a metallic coiled wire is identified within the proximal end of the fallopian tube. This wire does not extend into the endometrial cavity.. Pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, fatigue. Most recent follow-up information incorporated above includes: on 30-may-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and genital haemorrhage ('abnormal bleeding (general)/ bleeding') in an adult female patient who had essure (batch no. A46117-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures, depression and anxiety. Concurrent conditions included dizziness, anemia, hypothyroidism and paratubal cyst. In 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), myalgia ("muscle ache") and menorrhagia ("abnormal bleeding(vaginal,menorrhagia): menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, genital haemorrhage, vaginal haemorrhage, migraine, fatigue, myalgia and menorrhagia had resolved and the headache outcome was unknown. The reporter considered back pain, fatigue, genital haemorrhage, headache, menorrhagia, migraine, myalgia and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was inserted in the right tube and 1 coils were visualized after placement. The essure device was then placed in the left tube and 1 coils were visualized following placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: a metallic coiled wire is identified within the proximal end of the fallopian tube. This wire does not extend into the endometrial cavity. Pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , fatigue. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs received- new events abnormal bleeding (vaginal) were added. Outcome of back pain update to recovered / resolved. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and genital haemorrhage ('abnormal bleeding (general)/ bleeding') in an adult female patient who had essure (batch no. A46117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures, depression and anxiety. Concurrent conditions included dizziness, anemia, hypothyroidism and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding(vaginal,menorrhagia): menorrhagia"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and myalgia ("muscle ache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, menorrhagia and headache outcome was unknown and the genital haemorrhage, migraine, fatigue and myalgia had resolved. The reporter considered back pain, fatigue, genital haemorrhage, headache, menorrhagia, migraine and myalgia to be related to essure. The reporter commented: the essure device was inserted in the right tube and 1 coils were visualized after placement. The essure device was then placed in the left tube and 1 coils were visualized following placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: a metallic coiled wire is identified within the proximal end of the fallopian tube. This wire does not extend into the endometrial cavity. Pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, fatigue. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs and mr received. Reporters information updated. Injury were updated to abnormal bleeding (general) . Events:migraines / headaches, abnormal bleeding (menorrhagia)pain(muscle ache, back pain) , fatigue were added. Event outcome were updated: pain , bleeding, fatigue, migraine .medical history , lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.